Event description:
It was reporter the patient stated their pump was due for a battery change. It was noted that a single tone alarm began about three weeks ago. It was further noted the alarm was once every 12 hours and not had increased to every six hours. It was noted that an alarm was heard and telemetry had not been performed yet. The reporter stated the pump needed to be replaced due to normal service live by (B)(6) 2014. The reporter further stated the pump began shutting down now. It was noted that starting 7-8 days ago they could tell with their pain levels that pain was on the rise. It was further noted that nothing had happened that would make the patient¿s pain higher. The reporter stated they believed the pump was not putting out the correct amount of medication. The reporter further stated this had not been confirmed and they had not been able to see their healthcare professional yet. It was noted the patient had a telemetry strip from (B)(6) 2014 and they think they had an increase in (B)(6) 2014. The pump contained bupivacaine and morphine. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).